Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix failed to be extended. The rv lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
Correction: the h6 - type of investigation should have been ¿3331 - analysis of production records¿ instead of ¿4114 - device not returned¿.